Event description:
Customer's daughter reported that on (B)(6) 2014 (the day of the call), the following events occurred: at 2:29 am customer received a reading of "hi" (a reading greater than 500 mg/dl) on her adc blood glucose meter and that at 5:22 am she received a reading of 399 mg/dl. At some point in time she self-treated with a "high dosage of insulin". At approximately 10:00 am ((B)(6) 2014) customer began to experience "shaking, sweating, was delusional" and subsequently lost consciousness. At 10:34 am a reading of 83 mg/dl was received on the adc meter. At approximately 12:15 pm paramedics were called and reportedly treated the customer with "a tube of glucagon". It was additionally reported that a reading of "140 mg/dl" was received on the adc meter, which was higher than a reading of 97 mg/dl was received on the emt's meter. Customer was also given unspecified food, but it is unknown when this intervention occurred. Attempts to clarify details in this complaint were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed the reported readings being received at the reported times, but the date was not set correctly. Additionally, the reported reading of "140 mg/dl" was actually 145 mg/dl and was received at 11:14 am. All pertinent information available to abbott diabetes care has been submitted.